Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported model lap top ventilator 950 displayed hardware and transducer faults while connected to a patient. It was recommended for the customer to place the patient on a back up ventilator. At this time, no further information has been provided regarding patient impact or allegation of patient harm.